Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl. The customer thought the high bg was due to the pump being low on insulin. Upon changing the cartridge, the customer received a cartridge alarm 19. Multiple cartridges were used and the alarm 19 was received after each attempt. The bg rose to 385 mg/dl and the ketone level was high. An insulin injection was administered and the bg lowered. The customer was to use insulin injections for insulin therapy.